Event description:
Discordant high advia centaur xp bnp results were obtained by the customer and reported on two patient samples. The initial results were discordant when the customer changed to a new bnp lot and performed a lot to lot comparison study. The customer provided a corrected test result for both patients. There was no report of patient treatment being altered or adverse health consequences due to the discordant low advia centaur xp bnp assay result.

Manufacturer narrative:
The cause for the initially discordant high advia centaur xp bnp test results is unknown and the customer has declined a field service intervention. The instruction for use (IFU) limitation section states: "the results of the advia centaur bnp assay should always be assessed in conjunction with the patient's medical history, clinical evaluation and other diagnostic procedures. The instrument is performing within specifications. No further evaluation of the device is required.